Manufacturer narrative:
One catheter with monoject 1.5 cc limited volume syringe was returned for evaluation. An arrow contamination shield was seated to the catheter through 50 cm to 80 cm. No introducer was attached. No packaging was returned with the device. As received, the distal heater bonding was broken off and the heater shrink wrapping was pulled back to the proximal side. No blood was visible inside the shrink tube. Proximal heater bonding was intact and no visible damage was found. Insertion testing into a lab introducer was not performed due to the condition of the heater wrapping. Note that the compatible introducer size for this catheter is 9fr and that the 8.5 fr introducer used during the procedure is not the IFU recommended size. No visual inconsistencies to the catheter were found except for the shrink damage. All through lumens were patent without any leakage or occlusion. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. Balloon inflation testing was performed using returned syringe with 1.5 cc air. Visual examinations were performed under microscope at 10x magnification and with the unaided eye. Customer report of insertion issue was confirmed during the evaluation as the thermal filament cover was found to be damaged. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. It should be noted that the clinician did not use the IFU recommended introducer size of 9 fr which may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
A device history record review was completed and documented that the device met all specifications upon distribution.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product, a supplemental report will be sent with the investigation results. The lot number was not provided; therefore, a review of the manufacturing records could not be completed.

Event description:
Upon insertion of a swan ganz catheter through a teleflex 8.5fr introducer via jugular vein approach, the catheter would not advance. The catheter was manipulated numerous times within the introducer. The catheter eventually became bent and did not move. The catheter was removed together with the introducer. Another catheter was inserted through a teleflex 8.5fr introducer via femoral approach with success. There were no patient complications reported. Patient demographic information requested but unavailable.